Manufacturer narrative:
Failure analysis noted that the pump had blank display due to corroded electronic assembly. The pump had corroded motor home switch. They were unable to test for constant tone due to the blank display. The pump had cracked battery tube threads, cracked reservoir tube lip and cracked case window display corners and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 195 mg/dl at the time of incident. The customer stated that she accidently went swimming in the ocean with her pump on and it stopped working. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.